Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up,a nurse said the leak occurred less than 5 minutes into the hemodialysis (hd) treatment. The leak was visually seen in the internal hanson lines. Blood tests strips were used and tested positive for the presence of blood. The fresenius k2 dialysis machine did alarm with a blood leak alarm. There was no damage noted on the dialyzer. There was patient blood loss of 250ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient finished treatment. The device is available to be returned to the manufacturer for evaluation.